Event description:
During inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was deformed. There was no report from the hospital. With incoming inspection at the investigation site, it was found that small metal fragments were broken at the tip of the screwdriver.

Manufacturer narrative:
Investigation in progress but not yet complete.